Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is en route to fisher and paykel healthcare in (B)(4) to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in finland reported to a fisher and paykel healthcare (fph) field representative that the audio alarm of an mr850 respiratory humidifier was not working. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the mr850 respiratory humidifier was returned to fisher & paykel healthcare in (B)(6). The device was visually inspected and electrically evaluated. Results: visual inspection revealed no signs of physical damage to the returned device. Performance testing revealed a faint audible alarm. The alarm buzzer was inspected and found to be slightly damaged, causing the reported fault. All visual alarms were operational. Conclusion: we were unable to determine what may have caused the damaged buzzer, however we note the device is approximately 9 years old and reasonable wear and tear is expected. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the audio alarm of an mr850 respiratory humidifier was not working. This was observed during use on a patient. No patient consequence was reported.